Event description:
It was reported that the workstation's castor was broken. The issue occurred during preparation and set up. The device was inspected prior to use. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report was sent in error as a damaged castor would not cause or contribute to a death or a serious injury if it were to recur.